Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 458mg/dl, and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The mother stated that the insulin pump alarmed no delivery during a bolus delivery. The caller stated that the cannula was not bent. The drive support cap was normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The mother mentioned that the customer wears the infusion set for three to four days. Recommended the caller to use the infusion set and reservoir for two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.